Event description:
Pt pulled midline catheter out during confused state. Butterfly and dressing intact on pt's arm; catheter pulled out through locking mechanism on butterfly. Rn who inserted states locking mechansim was activated.